Event description:
A registered nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. During intake, a pd registered nurse (pdrn) reported the patient¿s liberty select cycler was ¿not working,¿ and the patient did not notify the clinic staff. Follow-up with the patient¿s primary pdrn confirmed the patient presented to the emergency room (ER) on (B)(6) 2024 with shortness of breath (dyspnea). The patient underwent radiological testing, which revealed the patient was suffering from fluid overload. Due to the urgent nature of the patient¿s complaints, a hemodialysis (hd) catheter (not a fresenius product) was placed, and the patient underwent hd therapy in the emergency room. Following treatment, the patient¿s dyspnea improved, and she was formally admitted. As of (B)(6) 2024 the patient remains hospitalized and continues to undergo hd therapy. It is unknown if the patient¿s pd catheter (not a fresenius product) remains in place, however the pdrn stated the patient could possibly be transitioning to hd permanently. The pdrn attributed causality to the patient¿s malfunctioning liberty select cycler, as she has no reason not to believe the patient. The liberty select cycler replacement is being ordered today (in case the patient returns to pd), and the suspect liberty select cycler will be sent back once the pdrn can gain access to the patient¿s residence. The patient had the correct supplies to perform continuous ambulatory pd (capd) but elected not to perform manual exchanges for approximately 48 hours or contact the pdrn for assistance (rationale unknown).to fluid overload as cycler was not working and patient did not notify anyone

Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of fluid overload (characterized by dyspnea) as the patient failed to perform any form of rrt for approximately 48 hours prior to admission. As a result, the patient was hospitalized and transitioned to hd due to the severity of her dyspnea. The pdrn reported the cause of the serious adverse events was a combination of the patients¿ non-compliance to the ccpd prescription, and an unspecified malfunction of the liberty select cycler rendering it unusable. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse event(s). Given the allegations of device malfunction made by the patient/pdrn, and no manufacturer evaluation/investigation of the suspect device; this liberty select cycler cannot be excluded from having a possible (indirect) contributory role in the serious adverse events experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. During intake, a pd registered nurse (pdrn) reported the patient¿s liberty select cycler was ¿not working,¿ and the patient did not notify the clinic staff. Follow-up with the patient¿s primary pdrn confirmed the patient presented to the emergency room (ER) on (B)(6) 2024 with shortness of breath (dyspnea). The patient underwent radiological testing, which revealed the patient was suffering from fluid overload. Due to the urgent nature of the patient¿s complaints, a hemodialysis (hd) catheter (not a fresenius product) was placed, and the patient underwent hd therapy in the ER. Following treatment, the patient¿s dyspnea improved, and she was formally admitted. As of (B)(6) 2024 the patient remains hospitalized and continues to undergo hd therapy. It is unknown if the patient¿s pd catheter (not a fresenius product) remains in place, however the pdrn stated the patient could possibly be transitioning to hd permanently. The pdrn attributed causality to the patient¿s malfunctioning liberty select cycler, as she has no reason not to believe the patient. The liberty select cycler replacement is being ordered today (in case the patient returns to pd), and the suspect liberty select cycler will be sent back once the pdrn can gain access to the patient¿s residence. The patient had the correct supplies to perform continuous ambulatory pd (capd) but elected not to perform manual exchanges for approximately 48 hours or contact the pdrn for assistance (rationale unknown).to fluid overload as cycler was not working and patient did not notify anyone